Event description:
The following is based on a review of the pt's med records provided to davol by the pt's atty: on (B)(6) 2002, the pt underwent a multi part procedure with implant of a bard/davol flat mesh for vaginal repair. Per operative details mesh was folded in half horizontally for a sandwich effect of the mesh. From (B)(6) 2011 the pt had multiple md office visits due to multiple post operative issues. Pt was diagnosed with uti and vaginitis. On (B)(6) 2011, pt had an office visit in which the pt was diagnosed with "vaginitis due to vaginal mesh (davol flat)." On (B)(6) 2012, the pt underwent exploratory laparotomy with partial explant of vaginal mesh erosion, right ureteral reimplantation and repair of sigmoid colon due to vaginal mesh erosion and right ureteral obstruction. Postoperatively, the pt had complication of colovaginal fistula, a pelvic abscess, and abdominal wound "breakdown" and infection with wound vac placement. From (B)(6) 2012, pt had multiple md office visits due to multiple post operative issues. On (B)(6) 2012, pt underwent vesicovaginal fistula repair, cystoscopy, and complete colpocleisis (vagina closure). No mention of visualization of bard flat mesh. Postoperatively the pt was noted to have a hematoma after a rectal exam. Pt underwent a procedure to have this repaired, again no mention or visualization of bard flat mesh was noted. On (B)(6) 2013, the pt was diagnosed with pelvic abscess from pelvic mesh and underwent a multi part procedure with explant of the remaining bard flat mesh.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. The med records indicate the pt was treated for infection/uti and fistula formation. Fistula is listed as a known adverse reaction. A mfg review was performed and found no evidence of a mfg related cause for the related event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.